Manufacturer narrative:
Service was not requested. No additional information was supplied regarding this event.

Event description:
The warehouse dealer contacted beckman coulter inc., (bci) stating that the cap of the bottle of lx phosphorous kit wasn't closed and caused leakage. Customer used personal protective equipment (ppe). No injury was reported on this issue.